Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went black and the iabp made a constant alarm. According to the cardiac surgeon, the patient was on the iabp for approximately 24 hours prior to surgery. After the surgery, as the patient was being moved to the ICU, the monitor "went black" and the iabp made a constant alarm. Two attempts to restart the iabp by powering it down were unsuccessful and the patient was moved to another iabp. The patient was fine and there was no negative impact. The iabp is with the hospital biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was reported in error in the initial emdr that the date of awareness(date received by mfg) for this complaint was 22june2020; however, the correct date of awareness for this complaint is 12june2020.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went black and the iabp made a constant alarm. According to the cardiac surgeon, the patient was on the iabp for approximately 24 hours prior to surgery. After the surgery, as the patient was being moved to the ICU, the monitor "went black" and the iabp made a constant alarm. Two attempts to restart the iabp by powering it down were unsuccessful and the patient was moved to another iabp. The patient was fine and there was no negative impact. The iabp is with the hospital biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty two power supplies, pump assembly, and two motor controll boards were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power supplies, pump assembly, and motor controll boards and no visual damage was observed. The technician then installed the pump assembly into cs300 test fixture and it tested to factory specifications per cs300 service manual and it passed testing. The national repair center could not verify the reported failure " on power up display, keypad, and compressor would not start and device would go into constant alarm". The pump assembly was scrapped and retained in the nrc per procedure. The technician then installed the first motor controll into cs300 test fixture and it tested to factory specifications per cs300 service manual and it passed testing. The national repair center could not verify the reported failure " on power up display, keypad, and compressor would not start and device would go into constant alarm". The first motor controll was scrapped and retained in the nrc per procedure. The technician then installed the second motor controll into cs300 test fixture and it tested to factory specifications per cs300 service manual and it failed testing. The national repair center verified the reported failure "on power up display, keypad, and compressor would not start and device would go into constant alarm". The motor controll was sent to the supplier for failure analysis per procedure . A supplemental report will be submitted when additional information is provided. The technician then installed the first power supply into cs300 test fixture and it tested to factory specifications per cs300 service manual and it failed testing. The national repair center verified the reported failure "on power up display, keypad, and compressor would not start and device would go into constant alarm". The first power supply was sent to the supplier for failure analysis per procedure . A supplemental report will be submitted when additional information is provided. The technician then installed the second power supply into cs300 test fixture and it tested to factory specifications per cs300 service manual and it failed testing. The national repair center verified the reported failure "on power up display, keypad, and compressor would not start and device would go into constant alarm". The second power supply was sent to the supplier for failure analysis per procedure . A supplemental report will be submitted when additional information is provided. The second motor controll, and the power supplies were sent to their suppliers, and a supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted upon power up the display, keypad and compressor would not start and the iabp would go into constant alarm. After replacing several parts determined the pump, motor control and power supply were defective. The process of troubleshooting caused a second motor control board and power supply to be consumed. Once the system booted up normally and the "system test ok" message was displayed, the original parts that were not defective were replaced. The foam gasket was not in tact and was replaced. A 2500 maintenance kit, excluding the pump diaphragms since the new pump was installed, was used as the iabp was near 5000 hours. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went black and the iabp made a constant alarm. According to the cardiac surgeon, the patient was on the iabp for approximately 24 hours prior to surgery. After the surgery, as the patient was being moved to the ICU, the monitor "went black" and the iabp made a constant alarm. Two attempts to restart the iabp by powering it down were unsuccessful and the patient was moved to another iabp. The patient was fine and there was no negative impact. The iabp is with the hospital biomed. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went black and the iabp made a constant alarm. According to the cardiac surgeon, the patient was on the iabp for approximately 24 hours prior to surgery. After the surgery, as the patient was being moved to the ICU, the monitor "went black" and the iabp made a constant alarm. Two attempts to restart the iabp by powering it down were unsuccessful and the patient was moved to another iabp. The patient was fine and there was no negative impact. The iabp is with the hospital biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The supplier returned the power supplies to the national repair center (nrc). For the first power supply, the supplier reported that the reported failure was verified. They stated that "xdc(daughter board) is most likely defective, the cause of the failure". The power supply was scrapped and retained in the nrc per procedure. For the second power supply, the supplier reported that they could not verify any defects. The power supply passed all of their testing as it did in the nrc after the fuse (f3) was replaced. The power supply was scrapped and retained in the nrc per procedure.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) monitor went black and the iabp made a constant alarm. According to the cardiac surgeon, the patient was on the iabp for approximately 24 hours prior to surgery. After the surgery, as the patient was being moved to the ICU, the monitor "went black" and the iabp made a constant alarm. Two attempts to restart the iabp by powering it down were unsuccessful and the patient was moved to another iabp. The patient was fine and there was no negative impact. The iabp is with the hospital biomed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The supplier returned the motor controll to the national repair center (nrc). The supplier verified the reported failure. Their evaluation found two of the power mosfets shorted along with the +12 volt linear regulator. The national repair center retained the motor controll per procedure. The power supplies are still with their supplier, and a supplemental report will be submitted when additional information is provided.